Event description:
The customer contact reported device breakage; subsequently a leak was noted. On an unspecified date, the customer contact reported the tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported a "sizeable" amount of fluid was noted on the floor. The customer contact reported that the nurse attempted to disconnect the tubing set and the male adapter of the option-lok broke off. No specific details were provided. There were no reported adverse patient effects and no delay in therapy critical to the patient. No medical interventions were required. The tubing set was replaced and the therapy was resumed. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Visual inspection of the device revealed that the male adapter of the option-lok was broken completely off. There are white drag marks indicating the use of force on the adapter. The lot number of the device that was in use is unknown. The customer contact reported that the device is from a possible lot number 418805h. Hospira has completed a formal investigation to address the issue of device breakage. According to investigation findings, the reported defect is related to the design. The spin collar option-lok "t" dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connectors could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints recently received of broken male adapter. This report represents all the information known by the reporter upon query by hospira personnel.